Manufacturer narrative:
Investigation summary no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 6 times. There was no report of patient impact. The following information was provided by the initial reporter: incident details: 6 needles, with the lot number of 2024137 were blocked. While preparing the vaccine, phn was trying to push out the air from the syringe, this was not a possibly, air or vaccine would not go though the needle. Who was affected? No person affected. Frequency of problem: recurring.